Event description:
It was reported that a person using the ilet pump experienced stomach cramping after a meal while watching tv and independently paused insulin delivery when glucose rose to about 230 mg/dl due to fear of hypoglycemia, later noting glucose increased from about 130 mg/dl to 180 mg/dl during the pause. Symptoms included abdominal cramping without signs at the infusion site and hyperglycemia. Outcomes included completion of troubleshooting and education on avoiding pump pauses to allow appropriate insulin delivery and algorithm learning, with no alerts or alarms and no medical intervention or hospitalization. Investigation included review of the event details and blood glucose questionnaire. Investigation of this case revealed user-initiated interruption of insulin delivery as the likely contributor to elevated glucose, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-controlled insulin suspension leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.